Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was a surgical delay of 10 minutes. All pieces were retrieved from the patient and there were no adverse consequences that affected the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. Examination of the returned device and the photograph provided confirmed the broken condition. The overall condition of the instrument suggested heavy usage since the device showed wear, nicks and signs of corrosion. The reported complaint was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system was performed for the finished device [so2049640] number, and no non-conformances were identified.

Event description:
It was reported that after trial cup impaction, surgeon removed the trial cup and impactor from the patient. While the scrub nurse went on to detach the trial cup from the handle. He realized the tip of the pinnacle cup impactor broke off from the shaft and that tip was threaded into the trial cup.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.